Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 509 mg/dl. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. Product is not being returned or replaced.